Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed using an alternate method. No patient complications were reported, and the patient was fully recovered.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.00mm x 15mm was returned for analysis. A visual and tactile examination identified no kinks or damages. A visual, tactile and microscopic examination of the inner/wire lumen identified some bunching, prolapsing at 4.7cm from the distal tip. A microscopic examination of the damaged lumen noted that the lumen was punctured. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the balloon material identified no tears or pinholes in the balloon. As a result of this damage, it was not possible to load a 0.014inch size guidewire through the lumen. The device was attached to an encore inflation unit however, when an attempt was made to inflate the balloon, liquid flushed out through the tip. The leak out from the tip of the device was due to the puncture in the inner/wire lumen at the site of the bunching/prolapsing.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed using an alternate method. No patient complications were reported, and the patient was fully recovered.